Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. This was further described as the device was still full after 48 hours of treatment. As a result, the pump was secured properly and the patient was advised to return after another 48 hours; however, only quarter of the pump had infused. It was further stated that the pump was secured again and the patient was advised to return after 24 hours; however, only 50% of the pump was infused the next day. The device was filled with fluorouracil 4800 mg in 115 ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this even. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured form september 24, 2020 - september 25, 2020. H10: the device was received for evaluation containing 48ml of residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.